Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra-delsys] product ID [mc1avr1-delsys] (serial (B)(6). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient was reported to have died. It was also noted that a leadless implantable pulse generator (ipg) was placed at the distal septum of the right ventricle. The following day, the patient experienced chest pain, discomfort, palpitations, and an increase in st segments. An echocardiogram revealed the presence of pericardial effusion and tamponade, caused by the tines perforating the pericardium, which resulted in pericarditis. The patient's hospitalization was extended, and drainage was performed.